Event description:
A vns patient's generator was scheduled to be replaced due to battery depletion. Revision surgery occurred on (B)(6) 2016. During surgery, after the new generator was connected to the lead high impedance was observed. The lead was disconnected and reconnected a few times and high impedance was observed each time. The generator and lead were not replaced at that time. A portion of the lead was cut and removed. The explanted generator, lead portion, and new generator intended for replacement were received by the manufacturer for analysis on (B)(6) 2016. Analysis was completed for the returned lead portion on 09/06/2016. An opening was identified in the outer silicone tubing at approximately 1.4cm from the end of the connector bifurcation. The outer silicone tubing shows appearance suggesting that the outer tubing was exposed to some type of electro-cautery tool at this location, most likely at explant. Since a portion of the lead, including the electrode array was not returned for analysis, an evaluation and cannot be made on that portion of the lead. Other than typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Analysis was completed for the previously implanted generator on 09/06/2016. Measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the results of analysis. The device performed according to functional specifications and no abnormal performance or any other type of adverse condition was found. Additional relevant information has not been received to-date.

Event description:
Analysis was completed for the returned generator intended to be implanted. Review of the downloaded data shows an indication of increased impedance. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The measured battery voltage was 2.967 volts and shows an intensified follow-up indicator = no battery status condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
A replacement lead and generator were implanted (B)(6) 2016. Additional relevant information has not been received to-date.